Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/16/2020. A manufacturing record evaluation was performed for the finished device al8758 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/19/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During the closure of the procedure, when performing the points and stretching the suture, the suture breaks from the part where the needle is joined to the suture. Another like suture was used to complete the procedure. There were no patient consequences reported.